Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit is failing solenoid test. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusion). A getinge field service engineer (fse) evaluated and replaced drive manifold, bringing the solenoid test failing points much lower for test 2 and 3, marginally passing. Post replacing drive manifold calibrated drive transducer, as the newly installed drive transducer comes with a new transducer. Replaced k6a vent valve without addressing subject issue. Replaced tuning assy, pressure, p5, p6, tubing assy, vaccum, v7, v8, pneu cmpnt nip .25 flow, pneu cmpnt coupl .25fl, pneu cmpnt m luer, tubing, clear polyurethane fill lines without addressing issue. Troubleshooted fill and purge manifolds without addressing issue. Replaced vacuum and pressure hoses from the compressor up, including vacuum and pressure hose fittings within the compressor without addressing issue. Narrowed down issue to safety disk placement on unit. Replacing safety disk as part of pm and adjusting safety disk anchoring screws to the crm addressed issue. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to the customer for clinical use. Drive manifold part was received with a reported unit failure message of drive manifold failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold into the cs300 test fixture and tested to the factory specifications per service manual. The failure analysis and testing department performed k6, k6a, k7, k8 leak test for drive manifold and found test# 3 was failed with result of 23mmhg, the factory specification is +-20mmhg. The failure analysis and testing department verified the failure message of drive manifold fails. Drive manifold failed testing. Drive manifold sent to the supplier for failure analysis as per procedure. Failure analysis received from the supplier for the part. It was mentioned that leakage was observed when testing the k7 portion of the testing was active. When k6 and k8 portions of the test was performed no leakage was observed. We observed a similar pattern as before when we inspected the plungers k6 was generally cleaner and k7 and k8 were quite dirty with black dust. This black dust is most likely residue from degradation of the internal bumpers and seals from many cycles. We wiped clean all the plungers, reassembled and retested. The same leak persisted. The wear and debris observed inside the valve is typical for a unit that has been in service for such a long time. Leaking is attributable to the degradation of the seal surface over time. In this example k7 and k8 bumpers did show considerable degradation with permanent residue deposited on the bottom of the guide. Root cause for this part is expected wear and tear of the bumpers and seals. Retained the part in the failure analysis and testing department per procedure.